Manufacturer narrative:
(B)(4). Additional manufacturer narrative: aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation with develops in the immediate post-operative period and progressively over time can be due to a number of varying issues. Stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration (svd), a common reason for reoperation, can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not able to be completed as information about the device's serial # remains unknown. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that one (1) year, one (1) month post-implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to critical aortic stenosis with moderate regurgitation. The patient presented with symptoms of chest pain and shortness of breath. A 23mm transcatheter valve was implanted and there was a leak around the valve which would require a plug at a later date. The patient tolerated the procedure well and there were no further complications; he was later discharged on pod #2.